Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited post-operative acute dislodgement. It was noted the lead had pulled back and pacing only occurred at high outputs. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.